Event description:
The customer reported that the insulin pump had a constant tone and a frozen screen after changing the battery. Troubleshooting was performed. No further info was provide.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.